Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patient's right femur was revised due to the lag screw of the gamma nail migrating medially into the patient's acetabulum. Rep confirmed no trauma was reported to him. The nail and screws were removed, and the patient was converted to a tha using a restoration modular stem construct, trident ii shell with screws, and an adm/ mdm liner construct. Rep confirmed that no further information will be released by the hospital or surgeon.